Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl.

Event description:
Healthcare professional reported bia alcl via nbir for right side. The device has been explanted and replaced. No pathological markers were provided.